Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing monocular diplopia and ghosting in the right eye. Reportedly, the surgeon noticed a tilt and decentration of the intraocular lens (iol) post implant. The surgeon was planning to do a realignment but upon examining the patient, the surgeon decided to explant the lens due to a capsular rent and replace the lens with a tecnis multifocal iol. Through follow up, it was learned there was no incision enlargement or vitrectomy required. The patient is reported doing great with no complaints or issues. The explanted iol has been discarded. No additional information was provided to johnson & johnson surgical vision.